Event description:
It was reported that during implant attempt, when the lead was positioned no signal could be detected even at the most sensitive set ting. This was despite multiple locations chosen and different analyzer cables used. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).